Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that after the pump was filled the patient experienced symptoms two hours later. It was noted that the refill needle was fully inserted through the fill port system. It was noted that the patient went to the hospital, but before the examination the symptoms disappeared so no diagnostics were performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for torsion spasm. It was reported that on (B)(6) 2016, the ¿patient put medicine to the pump,¿ then became lethargic and subsequently regained consciousness two hours later. The hcp could not determine the reasons for the sleepiness and suspected that it may have been caused by a drug overdose. The hcp turned off the pump and continued to observe the patient. The patient outcome was stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.